Manufacturer narrative:
No product or photo was returned by the customer. It was reported by the customer that they are having issues using the lower port as they are unable to push drugs through it. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 47177e lot number 22019213 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 26jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set was clogged. The following information was provided by the initial reporter: customer reported having issues using the lower port as they are unable to push drugs through it. When they can¿t push drugs through that lower port the tubing is not helpful at all.